Event description:
Our anticoagulation clinic uses the alere inratio 2 pt/inr meter. Today this patient resulted at 1.6, but because of mental status changes, we recommended he go to our emergency dept. In the emergency dept, his inr was repeated and sent to our in-house clia-certified lab. On that test, less than 1 hour later with no medications or food in between, his inr was resulted as 3.3. Our poc meter finds him to be subtherapeutic, and our lab finds him to be slightly supratherapeutic at virtually the same time. Dates for use: device 1 and 2: (B)(6) 2013.